Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Ipg passed all testing including the saline test for overstimulation. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt rec'd her scs system including an ipg and paddle lead on (B)(6) 2007. It was reported in (B)(6) 2010 that the pt began experiencing a heating sensation at the ipg site about 6 months prior when first turning stimulation on. Lead impedance measurements found high values for the lead. It was reported that ultimately the alleged pocket heating would occur whether stimulation was on or off and the recharging time had become longer. The physician explanted and replaced the ipg on (B)(6) 2010. The explanted ipg was returned to the manufacturer for analysis. There is no further information available.